Event description:
In 2002, pt's clothing became wet. Tubing was leaking at the filter. Tpn stopped. Tubing changed and continued tpn. Two days later, tubing leaking at filter. Found before hooking up to pt.